Event description:
This lead was capped due to noise noted on rv pace/sense. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that the noise on the rv lead lead to inappropriate therapy. 13-feb-2024 - we were notified that this lead was extracted back in 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that the noise on the rv lead lead to inappropriate therapy. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.